Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked j2 lcd keypad connector during our visual inspection. No button error alarm during testing. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit and frozen screen due to unresponsive button. No damage on the c13 lcd isolation tape noted. The insulin pump was monitored for several days and no blank display and no missing segment noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and time was not advancing. It was also reported that buttons were not responding. Customer's blood glucose was 240 mg/dl. Insulin pump received a battery out limit alarm after pump was without a battery. After troubleshooting, customer was advised that insulin pump would need to be replaced.